Event description:
Information was received that a smiths medical puncture cannula was in the set, but the guide sleeve and protective cover were missing. Physician used 14 giv catheter to carry out the procedure.